Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer¿s blood glucose level. The customer received information from technical support on how to reset the pump and was assisted in doing so. The malfunction did not recur, and the customer was advised to continue using the pump while contacting support if any issues arose again.